Event description:
It was reported that the impedance increased and there was no capture, even at highest output. There was also decreasing sensing; the r-wave decreased by 25% in the past six months. The lead was removed from service. No patient complications have been reported as a result of this event.